Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2026. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 5094272 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 5106668 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 serial number: n/a batch/lot number: 22128319 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that following a non-device related fall, the patient experienced inadequate pain relief due to lead migration, which was confirmed through x-ray. It was also noted that the patient had to charge the implantable pulse generator (ipg) frequently. As a result, the patient underwent a revision procedure wherein the ipg, scs leads and clik anchor were replaced. The patient was doing well postoperatively, and the explanted device components will not be returned.